Manufacturer narrative:
A ge service representative performed an onsite investigation. The central processing unit battery was replaced and the bios was configured. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the monitors of the system would not turn on. No patient injury was reported.